Manufacturer narrative:
The vibrator alarm works properly and no unexpected beeps anomaly noted during our testing. The insulin pump passed self test. The insulin pump was received with minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had cracks on the screen. The customer was unaware of how the damage occurred. The customer's blood glucose was unknown. The customer further stated there was damage at the battery compartment. The customer explained that the insulin pump would vibrate on the hours. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.